Event description:
It was reported the recharge burden for the patient's ((B)(6)) ipg has recently increased. Surgical intervention will be undertaken at a later date to replace the patient's ipg.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.